Manufacturer narrative:
Section a - no information was available. The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The user facility reported an automated impella controller (aic) issue with the placement signal. A placement signal system error occurred when connecting the pump. The problem was resolved after replacing the aic. The same issue had occurred with the same aic in the past, so team received a request for inspection.